Event description:
This event is reportable based on the product analysis. It was reported that during a drug-eluting stenting procedure the stent was unable to cross the lesion. The 90% stenotic, de novo lesion was located in the severely tortuous and severely calcified circumflex artery. The physician pre-dilated the lesion with a 3.0x16mm balloon. Then the physician advanced the 4.0x28mm taxus liberte stent to the lesion but was unable to cross. There were no patient complications. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device revealed proximal stent damage. Some of the stent struts were misaligned. A strut on the fourteenth row from the proximal end was raised. This type of damage is consistent with the device encountering some form of restriction during the procedure. No kinks or damage was found on the hypotube. Visual examination of the tip revealed tip damage. The tip was flared. The balloon was visually and microscopically examined, and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.